Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose was 13.6 mmol/l at the time of incident. Customer was assisted with troubleshooting. The customer stated that the during therapy process air bubbles were noticed in different locations of the reservoir, mostly at the top. Customer stated that the approximate size of air bubbles was 1 to 2 centimeter. Customer stated that the high performance test is not possible. The reservoir will not be returned for analysis.